Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was undersensing leading to delay in programed response. Programming changes were implemented; the pacemaker will continue to be monitored. The patient was in stable condition.